Event description:
The adverse event (ae) is described by the medical advisor (ma) as a repeated, apparent allergic reaction that thas occurred with new and reused ca-hp 210 dialyzers. The ae consists of pruritus during and following hemodialysis, with a rash that is disseminated over the entire body. Symptoms have decreased with the use of an antihistaminic (allegra). Ma's impression is that this might be a hypersensitivity reaction to some component of the membrane to which the blood is being exposed. However, the ma notes, that the pt has been on hemodialysis with the same brand of dialyzers for nearly two years and this is a new ae.